Manufacturer narrative:
A review of the ion system procedure logs found that no system errors occurred during the procedure that were relevant to the reported event. Device history record review found no non-conformances were identified to be related to the event. An intuitive surgical medical safety officer review of the event concluded that the patient underwent a successful ion endoluminal biopsy without complications . The patient was hospitalized 10 days later with bleeding from the oral cavity and anticoagulation was stopped. Multiple bronchoscopies were performed for clot removal along with bronchial artery embolization after which the bleeding persisted. The patient was transitioned to hospice care later expired. The bleeding and death were attributed to tumor invasion. Given the available data, the bleeding is more likely to be related to the underlying cancer than from the procedure which was completed successfully. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred to suggest the event was device-related. Hemoptysis occurs in about 20% of patients with lung cancer with 3% experiencing fatal hemoptysis. Bronchoscopy is a minimally invasive procedure with a low-risk profile. Death from any cause is exceedingly rare. A retrospective study of 20,986 bronchoscopies reported 4 associated deaths ((B)(4)). Another prospective multicenter international study of 1,215 reported 1 associated death ((B)(4)). A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of (B)(4) with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Bleeding from bronchoscopy is also uncommon. The retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml ((B)(4)) and 19 episodes of < 50 ml ((B)(4)). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of (B)(4) overall and a ctcae grade 2 or greater bleeding rate of (B)(4). A single-center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of (B)(4) with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of (B)(4) with 1 death. Bleeding of any severity was reported in (B)(4) of all cases. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023. Chute cg, greenberg ER, baron j, et al. Presenting conditions of 1539 population-based lung cancer patients by cell type and stage in new hampshire and vermont. Cancer 1985. Grippi ma. Clinical aspects of lung cancer. Semin roentgenol 1990. Hyde l, hyde ci. Clinical manifestations of lung cancer. Chest 1974. Miller rr, mcgregor dh. Hemorrhage from carcinoma of the lung. Cancer 1980.

Event description:
It was reported that the patient underwent an uneventful ion endoluminal lung biopsy procedure which was completed as planned. The patient was discharged the same day of the procedure. Ten days post-procedure the patient presented with bleeding from the oral cavity and was admitted to the hospital. An esophagogastroduodenoscopy (egd) was performed and findings were unremarkable with no bleeding found. Throughout the patient¿s admission, a total of 8 bronchoscopy procedures were performed for clot removal and the patient required transfusions. On post-procedure day 16 the patient underwent embolization of the right bronchial artery; however, the bleeding persisted. The patient¿s status was changed to comfort care only and expired on post-procedure day 23. It was reported that the patient was on blood thinners which were held when the patient was admitted to the hospital. The persistent bleeding and subsequent death were attributed to lung tumor invasion.